Event description:
It was reported that a spectrum pump will connect, but will not update the (B)(4). Any pt involvement or medical intervention is unk. It was reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter did not receive and was not able to evaluate the device. If the device is received it will be evaluated. Once the eval is complete, a supplemental report will be submitted.